Manufacturer narrative:
The maryland bipolar forceps instrument was received, and failure analysis found the instrument to have a broken molded insulator on the lower jaw. The broken piece measured approximately 7.00mm x 1.03mm in size and was returned with the instrument. A missing piece, measuring approximately 2.04mm x 1.64mm in size, was not returned with the instrument. As a result, a dislodged grip tip was observed that was still attached to the instrument.

Event description:
It was reported that during a single port da vinci-assisted cholecystectomy procedure, the maryland bipolar forceps instrument collided with another instrument and became damaged. A fragment fell into the patient and was retrieved with forceps during the same procedure. The customer confirmed with the scope that all fragments were retrieved. No additional surgical procedure was required. The customer did not perform an x-ray. The procedure was completed robotically using a backup maryland bipolar forceps instrument with a delay of less than 15 minutes. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.